Event description:
Inbound. Patient reported cadd legacy pump no disposable clamp tubing alarm with 2 cassettes from (B)(6) 2022 shipment, 1 cassette was wasted and 2nd cassette changed to back up pump which resolved. Alarm, cassette lot 4227746. No further details provided.